Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during venipuncture, using a bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter, the needle forceably self-retracted causing the black push button plastic piece to snap off into the air. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received one samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Upon evaluation of the returned used sample, it was observed that the IV needle was retracted, and the button arm had broken off of the hub. The hub was inspected under magnification, and no molding or assembly stresses were identified. The unused samples were hand activated; the IV needle retracted inside the barrel housing properly with no button arm breakage. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.